Event description:
(B)(4) clinical study. It was reported that post coronary stenting treatment, angina and in-stent restenosis occurred. In (B)(6) 2011, the subject presented due to stable angina (ccs classification-3) and was referred for cardiac catheterization which revealed two target lesions. Target lesion # 1 was an 80% stenosed de-novo lesion located in the proximal right coronary artery (rca). The lesion was 20 mm long with a reference vessel diameter of 3.0 mm and treated with pre-dilatation and placement of a 3.00 x 28 mm ion us coa stent. Following post-dilatation residual stenosis was 0%. Target lesion # 2 was a 90% stenosed bifurcated de-novo lesion located in the distal left circumflex (lcx). The lesion was 10 mm long with a reference vessel diameter of 2.0 mm and treated with pre-dilatation and placement of a 2.25 x 16 mm ion us coa stent. Following post-dilatation residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel, the following day. In (B)(6) 2012, the subject experienced stable angina due to graft failure. Coronary angiography revealed 80% stenosis in the proximal lcx and was treated with a 2.5 x 28 mm non-bsc drug eluting stent in an overlapping manner with the previously placed stent, with 0% residual stenosis. Eight days later, 85-90% proximal eccentric in-stent stenosis of the rca was treated with an unknown drug eluting stent with timi flow 3. The event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel the following day.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).